Event description:
It was reported that the programmer cannot boot after powering on. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer would not work after powering on. It was further noted that the link electronic module (lem) circuit board was replaced and calibrated due to the lem board being out of electrical specification. It was also noted that the main processing unit (mpu) was replaced due to a failure. The hard drive was then reconfigured and software was reloaded.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer would not work after powering on.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.